Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial#(B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #:(B)(6) ubd: , UDI#: h3: analysis of the rtm (s/n (B)(6)) revealed a recharge antenna failure; controller wont power on when rtm is plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the recharger cord plug keeps falling out of the controller. Patient stated this has been a struggle for the last week. During the call, patient plugged the controller into the ac power supply and confirmed the green light was solid green and the ac power cord is a secure connection. Patient confirmed no visible damage to the controller port or recharger cord. Patient stated they were seeing a message to change the battery in the controller while charging the ins. ' patient stated a lot of times the controller isn't responding and they have to take the battery out and put it back in. The issue was not resolved through troubleshooting. A replacement rtm cord was sent out.